Event description:
A surgeon reported that during vitrectomy surgery on several patients, bubbles were refluxing from the vit probe, more commonly in shave mode. Additional information has been requested on several occasions regarding patient impact and surgical details, but no additional information has been provided.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number for disposable products was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. A video was provided with the complaint, which confirmed very small bubbles coming from the port of the probe. The root cause cannot be determined. (B)(4).